Event description:
Consumer reported that while flossing his teeth, the floss broke and a piece remained stuck between two teeth. He attempted to remove it but it seemed to wedge in more. Several days later, upon visiting his dentist for routine dental work, the consumer complained of a sore swollen gum. The dentist examined the area and observed swelling and exudate. The dentist cleaned the area and found "some material there that looked like dental floss". He prescribed an antibiotic. At follow-up, the swelling had resolved, but there was residual bone loss in the area. The consumer was referred to a periodontist. The periodontist performed curettage (one suture was placed) and put the consumer on augmentin (750mg x20).